Event description:
(B)(4). It now has been eight weeks since I had the essure removed and a hysterectomy. I instantly stopped having migraines. My anxiety diminished. Essure seems to be nothing but poison to the body . Feeling blessed I had a great outcome. Take this product off the market before it destroys others lives. Still mentally recovering.

Event description:
(B)(4). I am still bleeding every two weeks with spotting in between . I feel tired and have hair loss.

Event description:
(B)(4). It has been a year since my hysterectomy and I still was left with both ovaries. I had the right ovary removed for it was causing pain . I now seem to be pain free. Now dealing with early menopause and my teeth seem to not break as much . Anxiety is still there. ..